Event description:
Reporter stated the pump "distributed the feeding too fast and did not register correct amount received. Amount given did not match amount received on pump." 350 ml of an enteral feedings solution were hung, and the pump was set to deliver 100 ml/hr. 350 ml were delivered in 2 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.